Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital with syncope, fever and acute mental status changes. The nurse noted the pt's mental status changes, a stroke code was called, and a head CT scan was performed. The head CT scan showed acute left hemispheric intraparenchymal hemorrhage with surrounding edema. A f/u head CT scan showed new extra-axial hematoma, likely subdural over left parietotemporal lobe, and an increase in size of acute intraparenchymal hemorrhage in the left temporal lobe with increasing mass effect, and new rightward midline shift. The pt's family felt that the pt would not want aggressive treatment, and the lvad was disconnected. The pt died that day. The pump was not explanted and an autopsy was not performed. The vad coordinator stated that the hospital staff does not feel that the event was device related.

Manufacturer narrative:
Additional info was received that the hospital is no longer comfortable sharing pt info due to cms and hipaa. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.